Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation, the q12 and q16 igbts (insulated-gate bipolar transistor) were shorted on the monitor defibrillator pca. The shorted igbts caused a short to the +5a power supply on the ca board. The cause of the failed pulse test was the shorted transistors. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.